Manufacturer narrative:
Date of event: date estimated. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled, pressure¿volume¿loop-guided closure of an iatrogenic atrial septal defect for right heart failure following mitracliptm-implantation.

Event description:
This is filed to report atrial perforation. It was reported through a research article that an (B)(6) year old patient underwent a mitraclip procedure. Two clips were successfully implanted, but a left to right shunt was noticed after the procedure. Three months after the clips were implanted, the patient returned to the hospital and the left to right shunt was still present. For treatment, an iatrogenic atrial septal defect closure device was implanted. Details are listed in the article, titled ¿pressure¿volume ¿loop-guided closure of an iatrogenic atrial septal defect for right heart failure following mitraclip implantation.¿

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the available information, a cause for the reported atrial perforation could not be determined. The reported patient effect of atrial perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances, as the patient was re-hospitalized and an atrial septal defect closure device was implanted to treat the atrial perforation. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: article titled, pressure¿volume¿loop-guided closure of an iatrogenic atrial septal defect for right heart failure following mitracliptm-implantationna.